Event description:
Patient reported the infusion device does not deliver the recommended amount of insulin. Patient stated he discovered the issue while reading the history using smart pix. Patient reported on (B)(6) 2013 the infusion device did not deliver the programmed bolus. Patient stated it was an extended bolus programmed to deliver 20 units of insulin during 15 minutes. Patient reported the infusion device did not deliver the programmed amount of insulin during this time, but a different amount of insulin was delivered a random time later. Patient stated the infusion device delivered this amount by itself and also at about 4 pm the same day, the device delivered 4 units of insulin by standard bolus also by itself. Patient reported the soft components of the device are also worn down. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specifications regarding the customer's allegation. The delivery accuracy and the occlusion limits were tested within the pump drive test on the diagnostic test system and meet the specifications. All alarm functions were tested successfully and no malfunction could be observed during the technical investigation. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.